Event description:
There was an extracoporeal photopheresis (ecp) kit problem with multiple air alarms going into the instrument at the onset of the ecp. No air went to the patient. The patient line was clamped and there was a less than 100ml of blood loss during the treatment. The treatment was aborted and the patient was stable. The patient's vitals were documented in the note. The md, ecp nurse supervisor, therakos, risk management, biomed were notified. The kit was examined and the ecp instrument was reprimed using the new kit/treatment.